Event description:
This is not limited to the date above. This is every night, going on for years. I finally decided to google the issue and it seems it is prevalent. I have a resmed airsense 11 CPAP machine. It emits noxious fumes that make me sick. I can't sleep without the machine and using it makes me sick. I did not have this issue with any previous machines, including an airsense 10. It seems the issue is related to the humidifier, but keeping the tank full does not solve the issue, nor does lowering the setting. On a medium heat setting, the tank runs out in under 8 hours. Long before it is empty, a smell of burning plastic starts coming on. It is awful and it doesn't go away when you refill the water container. It also stays inside my head and lungs. I have been experiencing dizziness and other symptoms since around the time I got this machine several years ago. I have seen neurologists and they don't know what the issue is. I am now wondering if it's been this machine the whole time.